Event description:
It was reported that "during the reduction of the rod, the extender disengaged from the screw. The surgeon had to open to insert the rod." No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that in the as returned state neither item appears to be damaged. During a function test the screw was loaded a screw was load and could not be pulled free even under force. The spacing between the two flats appears to be with in spec. Conclusion: could not repeat failure during functional test.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.